Event description:
Customer's mother reported her son received a motor error alarm along with a no delivery alarm. The son's blood glucose was 511 mg/dl. The mother stated he was treated with a syringe. The mother stated the motor error alarm occurred during a bolus delivery and the no delivery alarm occurred shortly after. The mother could not recall any significant events leading to the alarms. She also stated she was able to rewind the insulin pump. The customer was advised ot disconnect from the insulin pump and revert to a back-up plan. No add'l info provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).